Event description:
It was reported that during procedure, the indicator light gradually grew dimmer, indicating a decline in energy output. Over time, the crushing ability of the device diminished, and eventually, all energy ceased to flow. Upon inspecting the fiber connector, the core of the fiber was found burned. As a result, the procedure could not be successfully completed and patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory this product underwent a thorough analysis. Visual analysis of the returned fiber identified that the tip had normal degradation. The fiber connector face exhibited some burn marks and melting. During functional testing, the aiming beam was very dim and distorted, but there was no light escaping from the fiber body. Based on analysis results, it is probable that the prolonged use of the fiber along with the damaged debris shield contributed to burn marks found on the connector and reported event. According to the instructions for use (IFU), the following is cautioned: the fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.

Event description:
It was reported that during procedure, the indicator light gradually grew dimmer, indicating a decline in energy output. Over time, the crushing ability of the device diminished, and eventually, all energy ceased to flow. Upon inspecting the fiber connector, the core of the fiber was found burned. As a result, the procedure could not be successfully completed and patient was under general anesthesia.